Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Regulatory agency advised they had received a medical staff report of a capsular contracture (baker grade IV), functional discomfort due to the presence of the capsular contracture, with intense pain. The device has been removed. This record relates to the left side.